Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00236. This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during water ablation of the prostate using this outer sheath, the tip broke off in the patient. A cystoscopy with rigid graspers were required to recover the tip. The procedure was prolonged for 45 minutes. The patient needed a foley catheter for few more days than planned. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was likely caused by wear and tear and improper handling of the device by the user such as mechanical overstress (i.e., fall, blow, or impact). Cracks in the insulation material, which are not visible in most cases, are also possible. Furthermore, based on the nature of the damage, it was likely thermo-mechanically induced. However, it is unclear, whether the insulation insert had previous damage or wear and tear through reprocessing (cds) or from the last procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿. ¿4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage. (E.g. Cracks, fractures).¿. ¿warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿. ¿damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.